Manufacturer narrative:
The service rep performed a system beam/collimator alignment and a functional check. System fully functional.

Event description:
System intermittently displays 'collimator too large' during radiographic film exposures. No pt injury was reported.